Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is needing to charge the implantable neurostimulator (ins) more often. The patient explained that they saw their healthcare provider (hcp) last august and their ins settings were increased "like two-tenths." At the time of the appointment, they were charging their ins every 5 days, but in the past month, they've been charging their ins every three (3) days or less. They charge their ins when the patient programmer says the ins is down to 50%, and then they charge the ins to 100%. The patient confirmed that they did not have any falls around the time they noticed the increase in ins charging frequency. It was reviewed that the ins recharge interval depends on usage and settings and redirected the patient to their hcp to further address the issue. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported they didn¿t know what caused the increased recharging frequency. To try and resolve the issue the hcp had the patient flip between group a and b to see if higher stimulation versus lower stimulation made a difference, but they hadn¿t heard back from the patient since to see if this resolved the issue.